Event description:
It was reported that the customer was hosptialized with dka. Troubleshooting conducted during the phone call indicated the pump was functioning properly. However, the customer's family member stated that this is their third hospitalization since the pump was submerged in water. Device was returned for evaluation and replacement sent.